Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs1516 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed approximately three weeks ago. It was reported that the catheter had leaked from the valve since the day it was implanted. It was stated that they used an injection cap on the catheter and each time they changed the cap there was a "spontaneous" backflow.